Event description:
The device was used during a bowel resection. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the apllication site and manually sutured to complete the procedure. The hosp has reported no pt injury occurred.